Manufacturer narrative:
(B)(4). Journal : manara, j r; mathews, j a; sandhu, h s (2017). Cable plating with a single strut allograft in the treatment of periprosthetic fractures of the femur: cable plating and single strut allograft in periprosthetic femur fractures. Hip international, pgs 1-7. Doi: 10.1177/1120700018761519. Customer has not yet indicated if the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in a journal article, that six (6) patients expired by the time the study was undertaken. Patients cause of death is not listed however; there is no mention it is product or procedure related and all six (6) patients had achieved fracture union at the final clinical follow up.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports:0001822565-2019-00802. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.